Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had artifacts on the images during a case. The 9800 system was rebooted, but the image had lines in it. The procedure was completed with another system. No patient injury was reported.